Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose has been high for over a week. Her blood glucose was in the 400 mg/dl and 500 mg/dl ranges. She has been treating via manual insulin injections and insulin pump boluses. The patient's blood glucose was in the 400 mg/dl range at the time of call. She experienced tiredness and confusion. During troubleshooting she confirmed that her infusion set cannula was bent. The insulin pump time was also set incorrectly, which may have contributed to the customer's missed bolus alarms. By the end of call, her blood glucose was 540 mg/dl. She was advised to change her infusion set. She verified that she planned to treat with a manual insulin injection. The reservoir was not returned for analysis.